Event description:
It was reported that during an implant, when attempting to reconnect the right atrial (ra) lead after repositioning, the torque wrench was spinning in the setscrew forward and backward. The setscrew was able to be unscrewed by angling the hex wrench. Another device was implanted. There were no adverse health consequences, the patient was stable.

Manufacturer narrative:
The reported event of could not tighten or loosen the atrial setscrew after lead repositioning was confirmed. Analysis revealed the user/physician was only partially inserting the torque wrench tip into the setscrew inset. This caused the wrench to slip then strip the inset while either tightening or loosening the setscrew. With the wrench still being inserted into the stripped portion of the inset, the setscrew could not be tightened or loosened. This is a user-related issue that occurred during the procedure.